Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 08-apr-2019 that reported the patient was in a car accident approx. 1 year ago. The patient reported pain and the pump was not helping her pain. The company representative attempted to clarify if the pain was related only to the car accident, but the healthcare provider was unable able to answer that question stating the patient¿s pain was not a good indicator. The pain was getting worse, so they were increasing the dose and finally decided to do a dye study where a kink was identified, and a revision was done. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# n432694004, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. Product ID: 8780, lot# n432694004, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 03-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. The pump had volume discrepancies at the last two refills. The nurse withdrew several ccs more than what should have been in the pump at the last two refills. The patient experienced an increase in pain, since around the time of the discrepancies. The physician was unable to aspirate from the catheter access port and was unable to perform a dye study. The pump pocket was opened in revision surgery on (B)(6) 2018. There was an old suture around the catheter which appeared to be compromising the catheter. The old suture was removed and replaced a portion of the catheter in the pump pocket that was involved with the issue. The pump was re-sutured into the pocket. The discrepancy was resolved. Patient weight at the time of the event was unknown. The patient reported significant weight gain in several months. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The volumes of the expected reservoir volume (erv) and the actual reservoir volume (arv) were not provided. The catheter will not be returned as it was discarded.